Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his charger/modem. The pt's downloaded revealed multiple battery charger faults. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.